Event description:
Medtronic received info that his bioprosthetic valve implanted 45 months was explanted, due to paravalvular regurgitation.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality lab, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear in the right cusp adjacent to the right non-coronary commissure, through the free margin and lunula, appeared to be associated with a long suture tail. Glistening off-white pannus lined the inflow margin of attachment, into all inferior coaptive areas and extended 1 to 3mm onto all cusps significantly reducing the inflow orifice area. Remnants of pannus remained attached to the outflow rail and stent posts onto the outflow margin of attachment of the left and right cusps to the top of the left right commissural area, partially covering the free margin and lunula of both cusps. All commissures were intact. Radiography showed no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.